Event description:
It was reported that the surgeon was using the standard screwdriver blade to tighten a screw, and in doing so, the head of the screw came off. A new screw was used in the hole next to it and the remaining part of the screw (the threads) remained in the patient.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Device is unavailable for return as it was discarded by the facility.